Event description:
Patient reported left side device removal due to "capsular contracture," baker grade unknown. Healthcare professional reported "classic inflammatory fluid." Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" large t-cell lymphoma of the left breast. The plaintiff has been diagnosed with bi-alcl." Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
In response to FDA report number: mw5019936. Information contained in this report was previously submitted through asr on 10/24/2011, 04/25/2014, 04/16/2015, 07/20/2015. Date of alcl diagnosis: (B)(6) 2010. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.